Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that outer cavity packaging was missing & inner packaging was still sealed. Pouch was opened and measured product was found to be a 00-5791-041-00 (48mm), not the 00-5791-044-00 (33mm) as packaging states. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation of the issue identified operator error as a potential root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that when the packaging was opened, the screw was found to be the incorrect length.